Event description:
Invalid result(s): customer purchased 2 flowflex kits and no results displayed. No c or t lines appeared. They followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. They have since thrown the box and test cassettes away and cannot provide a picture or lot numbers.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.